Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable pulse generator (ipg) implant, the patient experienced atrial tachycardia (at) induced by programmed mode and patient condition, that has the appearance to be related to retrograde conduction. The ipg has been re-programmed and remains in use. It was also reported that the atrial exhibited oversensing and undersensing due to electrode-tissue contact is not optimal post one day after implant. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.